Manufacturer narrative:
H10: per information obtained from the customer, the reprocessing method deviated from the instructions manual(s). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the instrument channel could not be identified. However, it¿s likely the cause is related to reprocessing failing to be practiced in accordance with instructions for use. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions, operation manual for cf-ez1500dl/I, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions, operation manual for cf-ez1500dl/I, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and the evaluation found that after blowing air into the conduit, it was confirmed that there was no abnormality in the insertion of the forceps. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob (u/d knob) was out of the standard value; control unit had discoloration; water removal ability did not meet the standard value due to clogging of nozzle and adhesive on bending section cover had a chip. Scratches were found on forceps elevator, free-engage knob, upward/downward and right/left angulation control knob, flexibility adjustment ring, switch box, scope-cover, scope connector cover unit, switch 2, universal cord, grip, control unit, suction-connector and on the plastic distal end cover. As per device evaluation, foreign object was found to be clogging the channel, this has been attributed to insufficient cleaning. According to the customer, the subject device was not cleaned, disinfected neither sterilized (cds) before sent it to olympus. There was no delay in the start of precleaning. The customer had aspirated the water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. According to the customer, it was unknown whether the instrument channel outlet was wiped/brushed with clean lint-free cloths, brushes, or sponges. Also it was unknown whether the customer brushed the instrument channel, instrument channel port, and suction cylinder. Regarding the reprocessing, cleaning was performed with a washing machine, however, the suction line could not be cleaned. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing found that forceps could not pass through the colonovideoscope. According to the customer, the subject device was inspected before use. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found, the foreign body came out of the channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.